Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using the genexpert and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: eua (B)(4). The following information was provided by the initial reporter: " bd max sars-cov-2 - 44500301 - false positive results. Samples retested with cepheid genexpert and all results negative. All false positive results have been on n1 target and late CT. Fse has confirmed no issue with instrument".

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lots 0353958, 0338473 and 1039568 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of bd max sars-cov-2 reagents indicated that lots 0353958, 0338473 and 1039568 were manufactured according to specifications and met performance requirements. Customer reported discrepant results. The samples gave a late n1 positive result with the bd max sars-cov-2 reagents but gave a negative result when tested with the genexpert assay. Customer provided runs file performed (B)(6) and (B)(6), with 4 different kit lots on bd max¿ instrument ct2211 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use, except the gain of the 585/630 channel which was set at 11 instead of 1,5. This is an off-label use of the assay and the customer should adjust the parameters in order to ensure proper performance of the assay. It was also observed that the assay result was showing ¿covid 19¿ as a result instead of the expected results for each target (n1, n2 and rnasep). This is also off-label. Despite these inconsistencies in udp parameters, manual pcr curve adjudication was conducted on the 13 samples identified by the customer. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. The first sample identified as discrepant by the customer, sample from run 100, position a12, was performed with a different assay (bd max exk tna-3 lot 0302009, but also for sars-cov-2 detection, using an unknown sars-cov-2 assay) and was identified as a true positive by the customer. Curve¿s analysis confirmed what appears to be true amplification of both n1 and n2 targets. Examination of the pcr curves revealed two different patterns for the remaining 12 samples. The first curve pattern concerns 10 out of the 12 samples (run 31 position a3, run 39 position a6, run 55 position a11, run 111 position a7, run 123 positions a3, a6, a7, a8, b3 and b12). The curves show true but late amplifications of the n1 target (CT between 31.0 and 35.3) and no amplification for the n2 target. Package insert states that amplification of either one of the cov targets, or both, is considered a positive result. Such results can occur when viral titers in a sample are at the assay limit of detection (lod). The second curve pattern concerned 2 out of the 12 samples (run 15 in a8 and run 125 in b9). Although a slight step dislocation is observed for the n1 curves, the curves¿ behavior suggests true but late amplification of the n1 target (CT about 30 for both) and no amplification for the n2 target. The amplification curve for the rnasep target shows no anomaly. Bd was unable to confirm the exact cause of the customer¿s positive results but no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lots 0353958, 0338473 and 1039568. The root cause was not identified but positives samples at the limit of detection of the assay is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0353958. Medical device expiration date: 2021-07-09. Device manufacture date: 2020-12-18. Medical device lot #: 0352489. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 1039568. Medical device expiration date: 2021-08-27. Device manufacture date: 2021-02-08.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using the genexpert and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: " bd max sars-cov-2 - 44500301 - false positive results samples retested with cepheid genexpert and all results negative. All false positive results have been on n1 target and late CT. Fse has confirmed no issue with instrument."